Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However x-rays were provided. Upon visual inspection of the x-rays, it was identified that the distal tip of the stem was not centered within the patient femoral canal. With the provided x-rays, it was not possible to confirm the reported loosening. Nothing indicative of a product problem was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required part/lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem was loose.